Event description:
Complainant alleged that while attempting to defibrillate a male pt the device would not discharge. The clinicians obtained a second device to defibrillate the pt and that device was unable to discharge. A third device was obtained and therapy was continued. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed. The other device used in the event was reported on medwatch 1220908-2008-01222.